Event description:
Respiratory; I had stroke symptoms which turned out to be tia, ended up with stage 4 renal failure, and had to be put onto breathing treatments to get my lungs corrected from a lung infection. FDA safety report ID# (B)(4).